Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2015 navilyst medical complaint report was reviewed for the bioflo PICC product family and failure mode, "hole distal to suture wing." No adverse trend was identified. Visual inspection of the returned catheter confirmed a hole in the catheter shaft just distal from the suture wing. The catheter tubing was sectioned just distal from the hole at approximately the 0 cm mark. Visual inspection of this cross-section cut did not show any abnormalities/thin spots. The following tubing dimensions were verified to be within dimensional specification: height and width of lumen, septum and tubing wall thicknesses, and tubing ID and od. As no manufacturing or design-related non-conformances were observed during the sample evaluation, and the fact that this is the only reported complaint for this failure mode for the bioflo PICC in the past 15 months, this is deemed to be an isolated occurrence. A potential root cause for the hole in the catheter tubing may be flushing the lumen and/or power injecting not in accordance with the directions for use packaged with the device. Manufacturing process controls include visualizing the device at multiple phases of the production process for damage or defects.

Event description:
5f bioflo PICC was placed in patient's left arm and was found to be leaking from the hub two days later. The leak was reported to be occurring "where the catheter tubing comes into the white hub. " the PICC was exchanged over the wire at the patient's bedside with a new bioflo PICC inserted. The used device has been returned for evaluation.